Manufacturer narrative:
(B)(4).

Event description:
It was reported that the display showed a "call your doctor" icon and the error code 696. This was not a valid code, and it was noted that the patient was misreading the code. It was possible, but unconfirmed, that the patient was seeing error code 596 for electromagnetic interference or that something was interfering with programmer telemetry. It was noted that the patient didn't see the message often, and was able to recharge when she didn't see the code. The patient was advised on recharging trouble shooting and told to call back in she had further issues.